Event description:
The inclose-rm mesh was implanted in 2006, following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l5/s1. In 2007, the patient experienced acute recurrence of symptoms. An exploratory procedure was performed in 2007, at which time it was confirmed that a nuclear fragment had extruded out of the disc space. It was also noted that, the inclose device was attached with a single anchor band (suture) and a portion was also in the canal. The nuclear fragment and device were removed without incident. Due to fibrotic adhesions, the device was dissected and removed in pieces.

Manufacturer narrative:
The device was not returned for evaluation. We can only conclude that the device failed by a known failure mode, defined in the package insert as extrusion.